Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a reading of 59 mg/dl after a meal bolus was given before breakfast; the user had already ingested orange juice and a peanut butter and jelly sandwich, and glucose subsequently rose to 58 mg/dl and continued rising. Symptoms included low blood glucose. Outcomes included correction of the low with oral carbohydrates and no escalation of care. Investigation included troubleshooting and user education regarding proper hypoglycemia management. Investigation of this case revealed no device malfunction and suggested user management error, as a meal was announced while glucose was low, prompting guidance to treat the low first with fast-acting carbohydrates and to delay meal announcement until glucose is in a safe range. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.